Event description:
Pump was reported to overinfuse an unknown medication during clinical use. The amount of the overinfusion is unknown but it was noted to be "quite a bit quicker than intended". The patient had a previous test done at the site and as a result of the overinfusion, had a groin bleed, but no medical intervention was needed. No patient injury resulted.